Event description:
No additional information.

Manufacturer narrative:
No photographic evidence or physical samples were submitted for the investigation of the reported condition. A comprehensive review of the device's history was performed for the injector locking n40-o lot 2309301, revealing no deviations or non-conformities during the manufacturing process that could have led to the issue. Five retained samples were forwarded for further evaluation and none of the defects could be reproduced. An attachment and detachment test were carried out on the laboratory instrument to measure the force necessary for the connection to injector connection and disconnection. The results indicated that all samples complied with the specified criteria. To mitigate the risk of connection and disconnection/loose connection, it is essential to adhere to the instructions for use (IFU) document. Additionally, it is advisable to utilize the infusion clamp m25-o to prevent disconnection between the injector and connector. The product is subjected to inspections at various stages of the manufacturing process to guarantee its quality and functionality. Based on the current information, we are unable to determine a root cause associated with the manufacturing process. Our quality team will persist in monitoring complaints related to this device and the reported condition for any potential emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 515057, batch#: 2309301. The device becomes detached on its own and chemo leaked, and the patient did not receive their does. Had to restart the patient¿s infusion 2 days late. Happened on (B)(6) 2024. 1. Could you please provide a further description of the issue? The phaseal device spontaneously disconnected itself, resulting in a small chemo leak that the patient cleaned up herself at home. The patient then attempted to re-connect the device and taped it back together. Unfortunately, when I visited the patient in her home for her chemo takedown, I noticed that the device was not secure, and that the elastomeric delivery device was still full. The patient explained to me what had happened. I got orders to re-start the medication. I discarded the device and connected directly to the clave. This is an increasingly common issue 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Medication error- drug not administered / drug delivery delayed. 4. How was treatment completed for customer? Treatment was completed by not using this device and connecting the elastomeric ball directly to the clave/huber needle. 5. Can you please provide an exact date of event in format dd-mmm-yyyy? 11 dec 2024 is when I visited the patient and discovered the issue. The device itself likely came displaced on the evening of the (B)(6).